Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker exhibited an infection post implant procedure. No additional adverse patient effects were reported. This device remains in service.